Manufacturer narrative:
Visual inspection: it was confirmed that the aviator plate had spring bar damage. However, it is inconclusive which areas were damaged due to revision surgery and which areas contributed to the failure mode. The wings of middle spring bar are dislocated from its intended position and lift away from the plate. The inferior most spring bar has been removed. Discoloration can also be seen throughout the plate. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Correspondence with rep confirms that the bone screws were seated below the spring bar in locked position and were not over-angulated during index surgery. However, bone prep and insertion method, patient activity level and occurrence of fusion are all unknown. X-ray images were not available for review. The root cause of this event could not be determined conclusively from the available information.

Event description:
It was reported that an aviator screw migrated out of a deformed aviator assy two level plate post-operatively. The patient was experiencing dysphagia and the surgeon noticed the screw had migrated via x-ray imaging. Revision surgery was performed and the screw and plate were replaced. This report represents the plate.

Manufacturer narrative:
The device has been returned and the record has been updated to reflect that.

Event description:
It was reported that an aviator screw migrated out of a deformed aviator assy two level plate post-operatively. The patient was experiencing dysphagia and the surgeon noticed the screw had migrated via x-ray imaging. Revision surgery was performed and the screw and plate were replaced. This report represents the plate.

Event description:
It was reported that an aviator screw migrated out of a deformed aviator assy two level plate post-operatively. The patient was experiencing dysphagia and the surgeon noticed the screw had migrated via x-ray imaging. Revision surgery was performed and the screw and plate were replaced. This report represents the plate.